Event description:
It was reported that an ilet user experienced a sleep/wake button that was intermittently unresponsive a few times per day, with the screen otherwise responsive during later checks, and the event was associated with high blood glucose up to 400 mg/dl and a high-glucose alert; the medical device problem involved an unresponsive key/button and the device component implicated was the switch. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem consistent with an unresponsive button associated with the switch component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.